Event description:
A report received associated a cypher stent with stent strut uplift during a percutaneous coronary intervention. The indication for the intervention was given and the procedural details were not provided. According to the report, the stent failed to cross the unk target lesion and as the physician attempted to bring the stent back out of the pt, the stent strut came up off the balloon forming a barb. There was no report of injury to the pt.

Manufacturer narrative:
The product is available for eval, but has not yet been received. Additional info will be submitted within thirty days upon receipt.